Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported that the insulin pump was not turning back on after replacing the battery three times. Customer's blood glucose level went down to 37 mg/dl. The customer treated their blood glucose level with glucose tablets and food. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube power board. The device also was received with minor scratched lcd window and cracked retainer.